Manufacturer narrative:
The reported field event of atrial noise was confirmed via review of the stored electrograms in the device. The device was tested on the bench and on the automated electrical system. The device's functionality was found to be normal. The device's sensing was normal. The root cause of the reported event remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the device showed multiple episodes of atrial noise and inappropriate mode switching. Review of the electrograms showed noise due to emi. Possible connection issue due to loose setscrew or lead fracture. On (B)(6) 2011, the pocket was re-opened and the leads were checked. No anomalies were noted. The device was explanted and replaced.